Event description:
The nurse administered the tube feeding through the luer lock port. This port is for the balloon that keeps the feeding tube in place. This caused the balloon to rupture, requiring insertion of a replacement tube. This is not the first time this has happened. While we understand the need to do inservices on proper use, different nurses have misidentified and used the balloon port. This has occurred with feedings and/or medications instead of the correct port being used. It is felt that the device could be better labeled. Nurses are mistaking the balloon port as the feeding port. It has now happened more than once. It could be better labeled for those who may not be as familiar with the product in order to prevent similar events.